Manufacturer narrative:
.

Event description:
Pt had an acl reconstruction at the beginning of last year with calaxo screws. The pt experienced inflammatory reaction with a tibial osteolysis. The pt went to another surgeon who retrieved the calaxo and made a cartilage graft on the tibia.